Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. The video system center was turned off, the issue was addressed by technical assistance center instructing the customer to turn it on and selecting the right input, after following this steps the issue was solved.

Event description:
It was reported the video system center had no input when connected to the monitor. The issue occurred during preparation for use prior to a colonoscopy procedure. The procedure was completed using the same set of equipment without any delay. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, the reported was confirmed, and it is likely that the device had not been started and phenomenon "no image" occurred because the power of the device was not turned on. Olympus will continue to monitor field performance for this device.